Event description:
It was reported that the patient was experiencing pain and shocking down the legs following an implant procedure. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient was sent to the emergency room (ER) and the patient underwent an explant procedure due to concerns for infection. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104516, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain and shocking down the legs following an implant procedure. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient was sent to the emergency room (ER) and the patient underwent an explant procedure due to concerns for infection. The patient was doing well postoperatively.